Manufacturer narrative:
(B)(4). The customer reported no audio on the mx40 device when the device was off network and an audible tone was expected. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported no audio on the mx40 device when the device was off network and an audible tone was expected. No patient harm was reported.